Event description:
During an rf procedure of the lumbar region, when the generator is in stimulation mode and the start button is pressed at 0 volts, the patient felt unintended sensory stimulation. The procedure was completed using the same equipment and without delay. There was no additional treatment given and no adverse consequences reported as a result of this event.

Manufacturer narrative:
The device was evaluated but the failure was not duplicated. Maintenance was performed according to the most recent revision, and the product was returned.